Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection did not reveal any abnormalities. Review of the device memory noted a low voltage fault occurred after the device was explanted. The device passed labeled longevity calculations. The device case was cut open, and the battery voltage was measured at 2.988 volts (v). The battery was removed and connected to an external power supply which yielded a normal current drain. The battery was forwarded for further testing which noted dendrites on one of the battery cells that caused an internal short.

Manufacturer narrative:
This report contains correction in section h11: this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory confirmed that the device did not reach elective replacement indicator (eri) battery status while implanted but did record a low voltage error. Analysis of the battery discharge rate showed that the voltage had steadily decreased over time. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed, and an external power source was connected to the device. Current drain was tested while the device was connected to the external power source and was confirmed to be normal. The battery was disassembled and upon examination, a metallic anomaly was found between two layers. This created an alternate pathway for current internal to the battery and was determined to be the cause of the observed code 1003.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.